Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient was very pleased with the results; however, their frequency at night was twice as many times as prior to the evaluation. Stimulation was described as ¿throbbing¿ and it was reviewed to decrease stimulation if it ever became uncomfortable or painful. It was noted the patient took pain pills and antibiotics. Additional information was received one day later. It was reported that the patient felt like they were going a lot more, but not having accidents and an unbelievable sense of urgency like before. Now, the patient was going almost every hour or hour-and-a-half and didn't sleep as many hours last night, but they were feeling better about it. It was noted the patient tried increasing the amplitude yesterday, and when they were going past 0.7, it was uncomfortable. At the time of the report, the patient switched to program 2 with the amplitude at 1.2, and comfortable stimulation was felt in the buttocks area. Additional information was received on (B)(6) 2017 . The patient was still concerned about nocturnal voids. No further complications were reported/anticipated.